Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11034r14, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
A missed refill was reported. The patient went to their doctor on (B)(6) 2014 to obtain a prescription for oral medication and a pump refill. The patient was dismissed from the practice and the patient¿s pump was not filled. They reported having an appointment at 3 pm on the date of the report, but it was cancelled. The medications in the pump were specified to be sufentanil, clonidine, bupivacaine, and baclofen.